Event description:
A falsely elevated ctni result of 5.58 ng/ml was reported by the laboratory. The test was repeated on the same sample and the result was 0.02 ng/ml. There were no adverse health consequences as a result of the initial falsely elevated ctni result.